Event description:
Per additional information received, the patient has experienced recurrence of unspecified problems.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, recurrence of incontinence, urinary retention, unspecified infections, unspecified pain, suffering, "other injuries as they become apparent," abdominal pain, loss of consortium, bowel obstruction, chronic constipation, diverticulitis, malnutrition, and recurrent vaginal pain (sharp pains).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.